Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a taken the battery out of the insulin pump and changed it. Customer stated that the buttons started working. Customer was taking a shower and the pump was put on suspend. When the customer got out of the shower, the buttons were not responding. Customer was advised to monitor the pump. No further details given.